Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, date unspecified, the patient had a 75% stenosed and 23mm long lesion located in the mid left anterior descending coronary artery with a reference vessel diameter of 2.5mm. This was treated with deployment of one unknown size taxus express2 stent. (B)(6) 2011: during a follow up check, it was revealed that the patient developed restenosis of the mid left anterior descending coronary artery and the patient underwent a percutaneous coronary intervention. The event is reported to be resolved. It is the opinion of the physician that this event is possibly related to the taxus express2 stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, a de-novo lesion located in the mid left anterior descending artery with a reference vessel diameter of 2.60 mm, a length of 28.0 mm and 80% stenosis (53% ds by qca) was treated with deployment of a 2.75x32 mm taxus express 2 stent and post-dilatation. Pre-dilatation was not performed. Residual stenosis became 0% (7% ds by qca). Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications 3 days later on bayaspirin and plavix. In (B)(6) 2011, the lesion located in the mid left anterior descending artery with a reference vessel diameter of 2.50 mm, a length of 23.0 mm and 75% stenosis (42% ds by qca) was treated with deployment of a non bsc stent. Residual stenosis became 0% (26% ds by qca). Timi-3 remained unchanged throughout the procedure. Restenosis in the mid left anterior descending artery was resolved and the patient was discharged 18 days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).